Manufacturer narrative:
The customer reported that while evaluating the analyzer for use they noticed that when the results were displayed, the analyzer showed the results without a decimal point. There were no allegations of patient/user harm. The customer analyzer has not yet been returned for investigation at this time. Qc retention was evaluated and all tested analyzers had properly functioning displays.

Event description:
The customer reported that while evaluating the analyzer for use they noticed that when the results were displayed, the analyzer showed the results without a decimal point. There were no allegations of patient/user harm.